Event description:
Customer reported she has been having high blood glucose levels over 400 mg/dl. She was hospitalized for diabetic ketoacidosis and then again went to the emergency room. Customer's symptoms were nausea and vomiting. 911 call for the high blood glucose levels ranging in the 300 mg/dl. Customer removed device at the hospital, treated with insulin drip. Customer stated it was gastroenteritis which caused ketoacidosis. Second emergency room visit, blood glucose was 587 mg/dl. Customer changed her infusion set prior to visit and blood glucose still spiked to 561 mg/dl, treated with ten units of fast acting insulin. Troubleshooting was performed. Drive support cap normal. Air bubbles noted, and cleared. Time, date, basal rates are correct. Cannula is not occluded. Customer was advised of possible causes. Blood glucose was 387 mg/dl at time of call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.